Event description:
It was reported that during a gastric septation procedure, the reload did not fire completely. Only two staple lines were fired completely. There was no adverse patient consequence.